Event description:
Reported when the alarm was being set up for the first time the alarm did not power on. The batteries were replaced with a new supply all of the same type. The battery springs and contacts are intact. No visible signs or battery leakage or corrosion. Also there was no visible damage to the outside of the battery compartment. The issue was identified during setup. There was no pt contact reported.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product revealed the unit powered up and was intermittent. The unit was tested with the returned batteries and new installed batteries the results remained the same. (B)(4).